Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that there were issues with the integrated electrosurgical unit (iesu), and there was a c-00 error code. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified multiple iesu errors in the logs. The tse walked the customer through disconnecting the energy cables from the iesu and performing a hard power cycle of the iesu. The iesu powered back up and immediately faulted with the c-34 and c-00 error codes. The tse inquired if the customer had a force triad generator or another vision side cart (vsc). The customer opted for the second vsc since they did not have the proper cabling for the force triad generator. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the customer and gathered the following information: the system powered on with no errors. The error codes appeared while using the iesu. The site switched out the vsc from another system and completed the procedure with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed multiple faults of c-34 and c-00. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis. The reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.